Event description:
In this event it was reported that a patient with known allergies to natural cinnamon flavoring, "broke out" and experienced swelling and a burning sensation in their mouth after a procedure was performed using nupro prophy paste; there is no indication that intervention was required as a result.

Manufacturer narrative:
While it is unknown if the nupro used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device is available for eval, though has not been returned as of this report.